Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation of a patient during transport. The root cause was determined to be a discharged battery due to lack of maintenance of the device from user's side and aging of the device (including battery). Additionally, the battery was not checked before disconnecting the ventilator from the power source. In consequence the battery was replaced. There was no confirmed patient or user harm.

Event description:
The report from hospital stay, on (B)(6) 2021, the patient was in sedation state and underwent a vascular intervention. During the procedure, the ventilator suddenly crashed and could not be forced to shut down. Simple respirator-assisted ventilation was immediately given. Hamilton-c1 made in (B)(6) 2013.